Event description:
It was reported that at the patient's first refill visit, the pump had been filed with 25 mls of prialt (concentration and dose not reported). At the patient's second refill visit, there was a volume discrepancy. The expected residual volume was 13.8 mls; however, 24 mls of drug was pulled out. The hcp checked the pump logs and found no motor stall or pump memory error messages. No pump alarms had occurred. The patient stated, he went through unspecified withdrawal symptoms; had low blood pressure; and increased pain. The hcp provided that they planned to check the pump again at the next visit for volume discrepancies, then start troubleshooting if the discrepancy persisted. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.